Event description:
It was reported that patient underwent knee arthroplasty in 2009. During the procedure, the locking bar became jammed in the locking slot of the tibial plate. The surgeon was able to remove and replace the locking bar, however a delay greater than thirty minutes occurred as a result. The tibial plate was able to be used and was left in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances.